Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the front and back housing of an ilet pump separated when the user removed it from a pocket, exposing internal wiring and rendering insulin delivery and meal announcements unreliable; a replacement pump was arranged and shipment tracking was provided, with subsequent delivery delays communicated to the user. Symptoms included no reported adverse clinical effects or changes in blood glucose. Outcomes included interruption of pump therapy, use of backup therapy as advised, and continued cgm use. Investigation included remote troubleshooting guidance, replacement logistics, and retrieval of the affected pump with a provided return label. Investigation of this case revealed a mechanical enclosure failure of the pump housing that led to exposed internal components, consistent with a device component integrity issue affecting safe operation. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical breakage of the device enclosure leading to loss of structural integrity.